Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) checked all connections and wiring and ran tests in the hardware test application (hta). All tests passed, and the voltage readings were confirmed to be good. The rails were observed to be sticking. The customer tested the drawer and reported no issues other than the sticking rails. The fse ordered new rails and would fix the issue once the new rails were received.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 locks did not unlock and could not be recovered through normal procedures. The red lock at the back had to be manually released and appeared to be broken. After being manually reset, the lock continued to fail again after one or two days. The issue was recurring and impacted the anesthesia providers¿ workflow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.